Manufacturer narrative:
Investigation conclusion: the customer¿s report of an over infusion could not be replicated during this investigation. A review of both the pcu and lvp error logs show no errors or malfunctions relevant to the customer¿s complaint. The log review confirms that on (B)(6) 2020 at 11:32 am, the incident lvp was programmed to infuse a secondary infusion for drug ID 372 identified as magnesium sulf inter (drug amount 5 mg, diluent volume= 110 ml) to infuse at a calculated rate of 36.7 ml/h with a vtbi of 110 ml. The calculated duration of this infusion is approximately 3 hours. Approximately 30 minutes later, the pump module was paused and restarted multiple times within a time range of eight minutes until it was eventually paused at 12:16 pm. Approximately 25 minutes after at 12:41 pm, the restart, pause, and channel off keys were pressed sequentially and the pump module was powered off along with the pcu. The duration of this specific infusion, from its initial programming of the reported values, lasted approximately one hour and nine minutes for a total volume infused of 22.065 ml. It is unknown why the infusion was manually ended before the expected volume to be infused (110ml) was delivered. An incidental finding of the received pcu having a defective battery, as the pcu would not power on with the returned battery even when pcu was plugged in, was observed. A lab pcu battery was used on the received pcu in order to perform testing using the received pcu. Device inspection: inspection of pcu s/n (B)(4) was not fully available or performed at the time of this report. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s report of an over infusion was not identified. The actual infusion bag/container volume could not be determined from the event logs. No infusion bag/container or disposable set was received for inspection and testing. Device history review: n/a, the device history review of pcu s/n (B)(4) was not available or performed at the time of this report.

Event description:
It was reported from the neurosurgical inpatient unit that a secondary infusion of magnesium sulfate 5g/110ml was programmed to infuse at a rate of 36.7ml/hour for a duration of 3 hours. When the nurse returned to check the patient's vital signs approximately 10-15 minutes later, it was noted that the medication had completely infused within 15 minutes. It was reported that the intravenous site went "interstitial", however there were no interventions required to counteract the event, nor any adverse effects caused from the event.